Event description:
Boston scientific received information that this pacemaker exhibited 5 years longevity remaining at the last follow up visit. At the most recent follow up visit, the device exhibited a longevity remaining of 2 years. A boston scientific technical service consultant was contacted. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical service consultant reviewed the event and discussed that the device was implanted in (B)(6) 2005, 6 yrs ago. Running a longevity calculation with some broad assumptions given that ac is on and provided pacing % in a and rv, the total longevity of the device is 8-8.5 yrs. The remaining longevity of 2 years exhibited by the device appears to be appropriate. The significant variable I want to call your attention to with respect to longevity remaining is that the programmer uses the average pacing % over the last 30 days at the programmed device settings. Unless you happen to have a follow-up 30 days after the counters were reset, this will be an invisible % to the user. If there were a reason that the pacing % was elevated over the last 30 days, an abrupt change in longevity remaining may be visible despite pacing outputs and lead impedances remaining virtually constant. Automatic capture also factors into the mix somewhat as the implant months increase. Remember that automatic capture has to keep enough energy in reserve to provide the backup pace, minimum of 3.5v. I assume from the clinical description that this has been programmed on since implant, if that is not a correct assumption, programming it on now may also be cause for the abrupt change in longevity remaining due to the algorithm's need for reserve capacity. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.